Event description:
Event description cpi received information that this superior vena cava lead was removed due to a fracture. An invasive procedure was performed to remove this lead, it was replaced with an endotak lead. Implanted-10/04/89. Removed from service-08/05/96. Implant months-82.